Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: corrosion on the scope mount and scope mount is broken. A probable root cause cannot be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): the following description is found in the instruction manual ¿preparation and inspection_inspection of mela head". Check that there is no looseness or rattling of the free lock lever when the free lock lever is lightly held and lightly rotated counterclockwise. Check that there is no looseness or rattling in the scope mount when the scope mount is operated. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation that the camera head had corrosion on the scope mount and scope mount is broken. There were no reports of patient involvement.